Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off label use of the device on (B)(6) 2021. The patient was nauseous and the cgm was 254 mg/dl so the patient self-treated with 10 units of insulin. The patient did not have a bg meter and went to the emergency room (ER). Upon arrival at the ER, a bg finger stick was checked and it was 339 mg/dl and they also had a headache. The patient was given hydromorphone for the headache and additional insulin. The patient was released from the emergency room the same day in stable condition and had some residual nausea. No other symptoms or details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.